Event description:
Patient reported left side rupture and textured exchange due to concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of the shell assessed, as to inconclusive. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device.

Event description:
Patient reported, left side rupture. And textured exchange, due to concern with product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.